Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the tip of the anchor is broken-off at the proximal suture-post/window area near the distal tip of the driver. The anchor is fractured along the threadline and the distal portion of the anchor is partially peeled back. The hex portion was returned with driver. The device met all material specifications as received. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Per reporter: implant was being inserted, without unusual pressure on the handle. Bone quality was good/hard. Bone preparation was done using an ar-1922pbs punch to indicated depth (ft line on the punch). When implant was 3/4 of the way in, the top of the implant shattered. The doctor was able to retrieve the broken pieces. Some 3/4 of the implant already inserted remained in the bone, the doctor pulled on the attached suture arms and felt satisfied with the depth and security of the implant fixation and opted to use it in the repair. A second implant was prepared in the same manner. The doctor inserted the implant very slowly, as the doctor was advancing the implant into the bone he noted that the inserter handle (which came on the implant), looked to have some play (sutures were well cleated on the handle). Again, at about 3/4 of the way in, the implant shattered. The doctor completely removed this implant. A third implant was inserted into the second prepared hole, which went in without incident. Procedure was a lateral ankle stabilization.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the tip of the anchor is broken-off at the proximal suture-post/window area near the distal tip of the driver. The anchor is fractured along the threadline and the distal portion of the anchor is partially peeled back. The hex portion was returned with driver. The device met all material specifications as received. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. Punching is the primary method for bone socket preparation, however, in hard bone, the punch should first be used to create a pilot hole, then insert the tap to better prepare the bone. This instruction for use is contained in the product sales bulletin.